Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis could not confirm the customer comment of a "popping" noise. The inside of the programmer showed no evidence of electrical burning and there were no errors in the parsing sheet. Analysis indicated that the programmer failed an incoming functional test and therefore a printed circuit board was replaced and recalibrated. It was also indicated that the hard drive health was at ninety-nine percent and therefore the hard drive was replaced as a preventative. It was also indicated that the power supply was noisy and the stylus tip was loose but functional. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that during a device interrogation, the programmer made a "pop" noise that was very loud. The programmer was turned off and back on and it made a series of popping noises and went blank. The programmer was returned for repair. No patient complications have been reported as a result of this event.